Event description:
It was reported when using the bd vacutainer® 9nc 0.109m plus blood collection tubes, the user experienced underfill or low draw of a tube with blood. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: customer has reported that the citrate tube is under filling due to lack of vacuum and the lab is rejecting samples.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® 9nc 0.109m plus blood collection tubes, the user experienced underfill or low draw of a tube with blood. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: customer has reported that the citrate tube is under filling due to lack of vacuum and the lab is rejecting samples.

Manufacturer narrative:
H.6. Investigation summary: bd did not receive samples or photographs from the customer in support of this complaint. The expiry date of the lot number involved was 30th april 2021. Bd makes no claims on expired materials. Bd was unable to duplicate or confirm the customer¿s indicated failure mode because the tubes has expired. Expired tubes will draw less volume than tubes still within their shelf-life. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. H3 other text : see h.10.